Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown. Ischemic event is a known inherent risk of avm embolization procedure and is documented in the onyx instruction for use.

Event description:
Medtronic received information that two days post embolization the patient experienced paraesthesia of the right side which was linked to an ischemic lesion in left thalamus due to collicular embolization. It was reported that the patient was treated for a small arteriovenous malformation (avm) in the left superious colliculus, initially revealed by a hemorrhage. Following the embolization the patient developed pain of burning type, allodynia and dysesthesia in the whole right side of the body and the face and also felt as though her right knee and arm were constricted. The patient was treated with gabapentin with up to 1200mg, per day, but did not produce any particular effect. It was reported that the patient still has a few oculomotor problems in her left eye as a result of the haemorrhagic cva. Currently there is no problem with walking was noted, in the course of the examination. The romberg test was positive, but not lateralized. There is dysmetria in the lower limbs, but was not evident in the upper limbs. In the cephalic extremity, a weakness in movement tracking of the left eye remains. At the moment she is taking a small amount of clonazepam which is to be gradually increased.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.